Manufacturer narrative:
For the architect hbsag qualitative ii assay, a review of customer field data determined that the number of standard deviations to cutoff for lot 84018fn00 is within established baselines and the patient median result for negative samples for the lot is comparable with other lots in the field, confirming no systemic issue for the lot. No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) hbsag qualitative ii results were generated for 2 patients. Architect hbsag qualitative ii confirmatory testing was performed and the (B)(6) results were confirmed (B)(6). (B)(6). Additional parameters: (B)(6). Sid: (B)(6). Additional parameters: (B)(6). Testing using an alternate hbsag method was nonreactive (no specific data provided). No adverse impact to patient management was reported.